Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint at this time. The root cause of the customer reported failure mode cannot be determined. Isi contacted the reporter and obtained the following information on (B)(4) 2014: the cable broke at the distal end of the instrument. The instrument was inspected prior to use and the instrument did not make contact with another instrument during the da vinci proctectomy procedure. The site confirmed that nothing fell into the patient and the patient tolerated the da vinci proctectomy procedure well. This complaint is being reported due to the broken cable on the prograsp forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci procedure, the prograsp forceps instrument was broken at the distal end of the instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.